Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test, sterile distilled water did not enter into the foley catheter, and the balloon did not inflate. Per investigator's notification received on 28jan2025, it was reported that balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received 1 all silicone foley catheter. Using in house syringe the solution within the balloon was removed prior to testing. The balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using the inhouse syringe. Catheter inflated properly with no difficulties and passively deflated in 3 minutes and 22 seconds. However, cuffing was evidenced after the solution was passively removed. Also received 5 photo samples: photo 1: top overview of catheter with syringe used and slightly inflated balloon photo 2: zooms in on slightly inflated balloon, photo 3: zooms in on inflation cap on catheter. Photo 4: shows top view of outer tray. Photo 5: shows document written in native language. Based on the photo sample received the reported event is confirmed and does not meet specifications per ip7603444 rev 0 which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the cuff test, sterile distilled water did not enter into the foley catheter, and the balloon did not inflate. Per investigator's notification received on 28jan2025, it was reported that balloon mushroomed was found during sample evaluation.